Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a posterior lumbar fusion procedure, the bur broke. It was also reported that there was a ten minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.